Event description:
The customer reported a dislocation between the body of the syringe 5ml and the rycroft cannula. There was no patient involvement or injury reported.

Manufacturer narrative:
(B)(4).